Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised due to pain and elevated chromium levels. During the revision, necrotic and avascular tissue consistent with trunnionosis was debrided from the joint space. The stem was cleared of black metal debris, and a new head and liner were placed while the initial stem and shell remained intact. Over time the patient¿s serum metal ion levels returned to normal levels.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00053.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Proposed component code: mechanical (g04)- stem. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial hip arthroplasty occurred. Subsequently, a revision occurred due to pain, trunnionosis, and elevated cobalt levels. Metal debris was found on the trunnion but fairly minimal evidence on the inside of the metal head. Trunnion wear debrided from the stem. New head/liner placed. Serum cobalt and chromium levels were normal; root cause is unchanged. The complaint is confirmed based on the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown versys head unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00674. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right hip arthroplasty. Subsequently, the patient was revised three (3) years post implantation for unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.